Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is complete.

Event description:
It was reported that the patient was found unresponsive by fire rescue. The patient appeared to be slumped over the couch, in rigor mortis, with both batteries disconnected. The device was silent, as it had no available power source. Reportedly, the patient checked in with a family member on the morning of (B)(6) 2022 and verbalized feeling unwell and having nausea. The patient then verbalized that they were going to go take a nap. When the family member attempted to contact the patient on the evening of (B)(6) 2022, no response was received. When the controller was retrieved by clinic staff, it was hooked up to a mock loop and log files were sent for analysis. The log file review reportedly did not find any unusual events. The log showed the patient attempting to perform battery exchange to fully charged set of batteries. It was later communicated that the cause of death was not confirmed, but suspected to be due to battery depletion. The device reportedly appeared to be operating as intended. There was no device malfunction. Related MFR number: 2916596-2022-13907.

Manufacturer narrative:
Manufacturer's investigation conclusion: a specific cause for the patient's outcome, as well as a direct correlation to the device, could not be conclusively determined through this evaluation. The pump was not returned for evaluation. The submitted system controller event log file captured a pump stop event on (B)(6) 2022 due to full depletion of the external 14 volt lithium-ion batteries, as well as the system controller's internal backup battery. The pump appeared to have operated as intended at the set speed before the pump stop. The relevant sections of the device history records were reviewed and showed no deviations from manufacturing or quality assurance specifications. The heartmate 3 left ventricular assist system (lvas) instructions for use (IFU) is currently available. Section 1, "introduction," lists adverse events that may be associated with the use of heartmate 3 lvas, including death. No further information was provided. The manufacturer is closing the file on this event.